Event description:
Information received by medtronic indicated that customer noticed unexpected power loss, crack on battery side of the pump and pump stopped working when it exposed to moisture. No harm requiring medical intervention was reported. Troubleshooting was performed and customer confirmed there was no damage on retainer ring, but the issues were unresolved. Customer will discontinue to use the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.